Event description:
It was reported that the asymptomatic patient presented in the ER for a changeout due to normal eri. Externalized conductors were observed. No anomalies were detected. The lead remains implanted and will be monitored .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.